Event description:
It was reported by the customer that a bd pyxis¿ medbank tower was offline while requesting a validation code. The pharmacy could see the code, but the nurse could not access it. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was offline a field service engineer found the device offline and drawers not detected. All connections to the cabinet and all-in-one (aio) monitor were inspected and found to be intact. Board light emitting diodes (leds) were illuminated, and the device had network connectivity. Contacted medbank support, reconfigured the ip settings for the drawers. Following the update, all drawers populated successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower was offline while requesting a validation code. The pharmacy could see the code, but the nurse could not access it. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.